Event description:
Pt's son states that both of patient's pumps started beeping last week when he used the same cassette oct number: unknown. He changed batteries and tubing and it was still beeping. He mixed another cassette and pump worked fine then. He believes it was a faulty cassette. He states he threw cassette away. Both pumps are working fine now. No further information provided. Photographs were not provided. Set flow rate and volume delivered are unknown. Position of the pump when alarm occurred is unknown. This is a continuous infusion. Pump return tracking information is not available. No additional information is available at this time. All known information is contained on this form. If any additional information is received it will be provided on a separate report. Did the product fault occur while in use with the pt? Yes; did the product issue cause or contribute to pt or clinical injury? No; is the actual cassette available for investigation?no; did we [MFR] replace the cassette? No; did the pt have add'l cassettes they were able to switch to? Yes; if yes, was the pt able to successfully continue their infusion? Yes; is the infusion life sustaining? Yes; what is the outcome of the event? Resolved. Reported to cvs/caremark by pt/caregiver.